Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "there was a cut on the tubing and blood leakage occurred."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "there was a cut on the tubing and blood leakage occurred."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 28-mar-2022. H6: investigation summary: bd received 7 photos and 1 sample from the customer for review and analysis. The reported failure mode of cut tubing could be confirmed based on photo analysis as they show evidence of devices with cut tubing. However, the photos do not confirm the reported failure mode of leakage as there is not photo of liquid leaking from the tubing. Separately, the customer sample was subjected to a visual examination for cut tubing. The sample failed testing by exhibiting cut tubing. Therefore, the failure mode of damaged tubing can be confirmed based on the customer sample testing results. Additionally, 100 retention samples from the bd inventory were subjected to a visual examination and 30 samples were subjected to functional testing for cut tubing and leakage and, both issues of cut tubing and leakage were observed. Therefore, the reported failure mode of leakages and damaged tubing can be confirmed based on the retain sample testing results. The device history record was reviewed with no issues being identified, and there were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failures with the retain sample and customer sample testing results. Bd has initiated further root cause investigation relating to the issue of damaged tubing and leakage through corrective and preventive actions. CAPA 4688284 has been created in relation to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.